Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/ modem displayed a yellow light when no battery was inserted, indicating a charger failure. The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a patient's battery charger was not charging batteries.